Event description:
Ref.: #(B)(4), customer ref. :#(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh was requested the product back for investigation in the laboratory of manufacturer. Tightness test was performed again. A leak on the dialysis lock & valve was detected. Based on this, the reported failure could be confirmed. The DHR for complaint 703007280 and lot 70126516 has been reviewed on 2019-07-30 (dms#2630385 ). There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. The reported failure was identified as part of the current risk management file (dms#(B)(4)) and the most possible root cause is associated to wrong design: inappropriate material. Maquet cardiopulmonary gmbh has been already initiated a CAPA 17-07-003. As a preventive action to ensure a design change is intended to improve the sealing properties of the dialysis-valve. Ecr #18090501 has been initiated regarding to this. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: "when monitoring the cardiotomy of the ecc procedure, blood drops were observed coming out at the shutter cap post lock. No consequence on the ecc procedure. Number of the quadrox membrane set ref hqv13122 lot #92260007 problem at the manufacturing level?" (B)(4).